Event description:
It was reported that the balloon would not deflate. An nc emerge 4.50 x 6mm was selected for treatment of the target lesion. During the procedure while inside the patient, the balloon would not deflate sufficiently to allow removal. The physician needed to remove the entire system as one unit. The procedure was completed successfully using another similar device. There were no patient complications.